Event description:
On 04/20/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. A large hematoma was noted when the drape was removed post-procedure. The physician and the co rep believe that there may have been multiple puncture sites which could have contributed to the hematoma formation. The pt, who was anticoagulated with heparin, became hypotensive (blood pressure 70 diastolic). Manual pressure was held, followed by the application of a femostop device. The next day (04/21/1998) the pt was taken to the or where the evacuation of 100cc of old blood, followed by surgical repair of the vessel were performed. At this time the device anchor was visualized above the puncture site in the subcutaneous tissue. On 04/24/1998 the pt was discharged home in stable condition. As of 05/26/1998 there has been no further report of complication or pt sequelae made to the MFR.